Event description:
It was reported pericardial effusion and cardiac tamponade occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed following a concomitant farapulse pfa ablation procedure. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The closure device was successfully implanted in the laa. Several hours post procedure, the patients' blood pressure dropped. The patient was taken to the lab and pericardial effusion with cardiac tamponade was noted. A pericardiocentesis was performed, draining 600cc of fluid. The patient was admitted to the coronary care unit (ccu) for observation and there was no further patient complications reported.